Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder. There may be a medwatch related, as mentioned in the initial communication, but it is unclear, and no further information has been provided.

Event description:
It was reported that bd insyte autog bc may have packaging/labeling issue. The following information was provided by the initial reporter: staff concern for products possibly being packaged incorrectly, package printed incorrectly, etc. Causing problems for rns that do not know the difference in product/use & the pt's issues r/t difference in product/use for rns.

Manufacturer narrative:
Event occurrence date updated in b tab. Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382533 and lot number 4016377. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
Updated event occurrence date.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 20ga x 1.00in. Insyte autoguard bc unit from lot number 4016377. A visual inspection was performed and discovered that there was media in the catheter adapter and the needle hub. According to the report, a 20ga unit did not appear to have insta flash technology in the past but now it does. The unit provided did have ¿insta flash¿ on the label and the media in the catheter adapter is an indication that it had insta flash. In addition, older labels were viewed for comparison in which both labels indicated the instaflash needle technology. The product appeared to be properly labeled. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. We appreciate you taking the time to bring this observation to our attention.

Event description:
No additional information